Event description:
Allegedly, the patient had dislocation out front. Liner, head and neck were replaced. This is this patient's second revision, and the first revision was captured under incident group: (B)(4).